Manufacturer narrative:
(B)(4). Upon receipt the device was visually examined for any damage that might have been caused from abuse/misuse/and/or subjected to any toxic environments that could cause physical or chemical damage to the device. There is a melted area of the tube is approximately one (1) inch long and has a smear texture. It is noted that the heated wire itself has been pulled out of the remaining portion of the inspiratory limb, to include the rain trap, and is exposed. No charring or burning of the heated wires or circuit tubing can be seen in the circuit. A device history record review could not be conducted since the lot number was not provided. The instruction for use for this product was reviewed as a part of this complaint investigation. IFU warns the end user, "do not place tubing on patient's skin, do not cover tubing with sheets, blankets, towels, clothing, or other materials". All circuits are 100% functionally tested and visually inspected for proper operation at the time of manufacturing, so it is unlikely that this defect was present at that time. The complaint is confirmed, however , corrective action is not required at this time as the damage observed on the circuit, indicate that operational context caused or contributed to this event.

Event description:
The customer alleges that the circuit melted during use on a patient. Reports no harm or injury to patient.